Event description:
It was reported that right atrial (ra) lead was unable to be successfully implanted due to pacing inhibition. The lead was removed prior to pocket clsoure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the lead electrical performance and the results ere normal. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial (ra) lead was unable to be successfully implanted due to pacing inhibition. No adverse patient effects were reported.